Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2021-00075 through 3003853072-2021-00086.

Event description:
It was reported that the threads of 12 blockers stripped during installation within surgery. The blockers were removed and replaced with other blockers to complete the procedure. There was a delay during the procedure that did not impact the patient. This is report five of 12 for this event.

Manufacturer narrative:
Device evaluation: visual inspection revealed the eight returned plugs with lot number v18139 were found to have drive mechanism damage/deformation as well as damage to the outer threads. The plugs were functionally tested with an instinct final driver and screw. The plugs were not able to screw down into the tulip smoothly. The four returned plugs with lot number v19158: three have drive mechanism damage/deformation as well as outer thread damage on two of them. One has no signs of any damage. When mated with an instinct final driver and screw, three were able to screw down smoothly and one completely bound up. Potential cause root cause was unable to be determined. This event could possibly be attributed to damage during cross-threading or inserting the blockers off-axis to the tulip heads of the screws. The drive damage could be due to inserting the driver off-axis in the hex pockets. DHR review per DHR review, the part was likely conforming when it left zimmer biomet control. Device use and compatibility this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the threads of 12 blockers stripped during installation within surgery. The blockers were removed and replaced with other blockers to complete the procedure. There was a delay during the procedure that did not impact the patient.this is report five of 12 for this event.